Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4), software version: 3.8.4, color: blue, battery life remaining: <4 months. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and a high resistance was noted when trying to dial after 3 units and dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. However, after attempting few times dispensing doses the debris got dislodged and inpen function properly and paired successfully to commercial mobile app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All values displayed accurately in the logbook. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen received with missing dosing window.

Event description:
Medtronic received information that the inpen is not delivering the right amount. There was no adverse impact or consequence reported as a result of this event.